Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and cracked connections on the system controller was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files from this controller were provided. Available information for this event indicates that a controller exchange was performed in response to connections being cracked with water damage, and the patient was switched to a low flow controller. Additional information indicates no alarms were noted prior to the exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required a controller exchange due to the controller connections being cracked with water damage. The patient had low flow software installed on new and backup system controllers per provider request. The patient had low flow software previously installed at time implant. Expected alarms occurred during exchange. No alarms were active prior to or after exchange. The coordinator then exchanged the patient's modular cable and system controller to the new low flow controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.